Event description:
It was reported the procedure was being performed on (B)(6) female pt in the operating room. The catheter was being placed into the pt's left subclavian vein. During insertion, the core wire of the spring wire guide ruptured, however, the outside coil wire remained intact. As a result, the wire was removed as one and an x-ray was performed to confirm none of the wire was retained in the pt. The catheter was left in place. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.